Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage right ventricular (rv) lead exhibited high resistance, or high pacing impedance. A x-ray was performed, which showed no signs of damage to the lead and the rv lead remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.